Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Four days prior to death, the patient had been hospitalized for hyperammonemia. The cause of death was kidney and liver failure. The device was manufactured in 2000. The device wsa received for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported problem. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the patient passing away. A sample evaluation was performed and no failure or malfunction were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death. The cause of death was unknown. It was reported that therapy was ongoing at the time of death. It was reported an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Due to the condition of the device when received, the homechoice rite electrical test was unable to be performed and the device was determined not to meet performance specification requirements per rite testing. No device hardware malfunction/iipv was confirmed related to the reported issue thus determination of an assignable cause is not applicable. Should additional relevant information become available, a supplemental report will be submitted.